Event description:
The -4 trial neck in the set was sent in with a wing broken off it. This did not have an impanct on the outcome of the surgery. No further info will be available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the MFR. The lot code for the reported device was not provided. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.